Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 09/25/2015. (B)(4).

Event description:
A healthcare worker reported a patient with blurry vision following an intraocular lens (iol) implant procedure. The lens was exchanged.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned wrapped in gauze taped closed inside a biohazard baggie. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece with an unapproved viscoelastic. Not enough information was provided to conduct a review on cartridge lot. The root cause could not be determined for blurry vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. Additional information indicated an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage.